Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report.

Event description:
The customer reported via phone call that she was hospitalize due to high blood glucose. Customer's blood glucose was 20 mmol/l. The customer was admitted to the hospital and treated with a needle and fast -acting insulin. The customer will be under observation for 8 hours before the hospital releases her. The customer wil call when she gets home in order to troubleshoot.